Manufacturer narrative:
Investigation, including root cause analysis, is in process. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with trace diffuse lamellar keratitis (dlk) and light sensitive in the right eye, at the one day postoperative visit. The topical steroid drops were increased and the dlk and all symptoms were resolved at one week visit. Another report is filed for the left eye.